Manufacturer narrative:
Additional narrative: (B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during pre-surgery set up, it was observed that the motor device hose exploded in the operating room when hooked up to the machine. It was reported that there was no delay to a scheduled surgical procedure as an unspecified spare device was available for use. There was no patient involvement reported. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that the motor device hose ruptured and not working was confirmed. An assessment was performed on the device which found that the device had a ruptured hose about 3 inches from the hand piece. It was determined that the cause of this condition was most likely to have been due to an outside force applied to the hose causing a restriction great enough to block the return air flow to the muffler, therefore the return air built up pressure great enough to burst the outer hose. The assignable root cause was determined to component damage caused by user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.